Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-9597-10 batch 37622247, was received for investigation. Visual evaluation found striation marks around the proximal and distal end of the sleeve. Functional testing was performed and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. The most likely cause is attributed to misuse due to interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/05/2024 it was reported by a facility representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer have wear and tear. This occurred during a case with no effect on the patient.